Event description:
This is an (B)(6) female who underwent foot surgery on (B)(6) 2010. Part of her surgery included placing a k-wire to the second digit metatarsal bone of the left foot. Four weeks after surgery, the k-wire was removed and it had fractured leaving the proximal end of the k-wire within the bone at the articular surface. This caused pain with ambulation. Surgery to remove this remaining portion of k-wire was recommended. The pin was located and successfully removed in the (B)(6) 2010 procedure. Dates of use: (B)(6) 2010 -(B)(6) 2010. Diagnosis or reason for use: bunion hammer toe. Event abated after use: no.